Event description:
Information received a smiths medical smiths medical syringe infusion pumps/medfusion 3500 pump revealed force sensor alarm . No patient involvement, as event occurred during testing.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical syringe infusion pumps/medfusion 3500 pumps . The complaint of force sensor error was revealed upon testing and was revealed in event log. Isolated cause believed to be force sensor out of calibration. Steady state reading of the force sensor (with no pressure on it) count =0 and 0 = -0.96 lbs.. Action was taken to recalibrate device. Device was greased and passed all functional testing. Unknown cause of event as device overall condition was in good shape.

Event description:
Oracle ro 1086867 force sensor test failure (recently serviced on ro 1045944). Additional information received by smiths medical on 27-aug-2020 via email attached in complaint object: no patient involved, and the date is unknown. Device analysis attached in h 10.